Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet charging pad¿s indicator light blinked green intermittently during charging instead of remaining solid green, despite confirmation that the cable was secure and plugged into a wall outlet. Symptoms included no adverse clinical effects. Outcomes included no impact to health. Investigation included user communication and troubleshooting. Investigation of this case revealed a suspected charging accessory malfunction consistent with an electrical power or charging anomaly of the charging pad. It was concluded, based on previously established findings for similar reports, that the cause was an accessory malfunction due to a component or performance issue of the charging pad.